Event description:
Patient's daughter reported that the patient had 2 defective syringes where the numbering was smudged off and needle was defective. Patient was able to switch out the needles and it worked. No missed dose or adverse events reported. Unknown if available for return. Lot number and expiration date are unknown. No further information provided. Pt code: 4582. Device codes: 2911, 2588. Reference report: mw5177440. Diagnosis for use: pulmonary arterial hypertension.